Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited white foreign material on the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the investigation results, the foreign material may have been unremoved because the device was not reprocessed properly due to leak at the scope cover. From the images provided, it was confirmed that a foreign substance adhered to the air supply channel, but the foreign matter could not be identified. The cause of the foreign matter remaining on the device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.